Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the bolus calculations were incorrect. Reportedly, the customer had 3.47 units of insulin on board (iob), and the customer attempted to program a blood glucose (bg) value of 177 mg/dl with 15 grams of carbohydrates. Reportedly, a bolus dosage of 1.5 units was being suggested by the pump; however, the customer believed that the pump should not have requested that amount due to having iob. Additionally, the customer was unable to confirm if a notification screen had been observed warning the customer against delivering a bolus due to iob. Tandem technical support reviewed the pump history and verified the reported bolus dosage had been delivered by the customer. Although requested, no further information was provided by the customer.